Event description:
The physician successfully deployed one resolute integrity drug-eluting stent to lad. Aspirin and clopidogrel were administrated; approximately 8 days later clopidogrel was discontinued and replaced with pretaal, three days later patient underwent pci using another stent to treat sub-acute stent thrombosis. Physician commented that change of anti-platelet drugs may have caused the stent thrombosis and the patient had experienced sat after the same change of drugs with a competitors des.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stent thrombosis). Conclusions: inherent risk of procedure - (stent thrombosis). (B)(4).